Event description:
Sutures were breaking during an unspecified surgical procedure. There are no reported adverse consequences to the pt related to this event. Note: outcome to pt does denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9730292-00.